Manufacturer narrative:
The part was not returned however; pictures of the device were submitted for review which found: review of the provided images shows 1 ortholoc hallux plate, 3 ortholoc 3di locking screws, and 1 ortholoc 3di non-locking screw. The image also confirms that two of the locking screws are broken.

Event description:
Allegedly, the patient underwent a surgical procedure. Postoperatively the patient reported feeling uncomfortable when moving. X-ray confirmed that 2 of the locking screws were broken. The patient underwent a revision surgery to remove the hardware and replace with hardware from a different company.